Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the highly calcified lesion in the mid superficial femoral artery. The vessel diameter was 5.5 mm and the vessel was prepped with a 5.5 mm armada balloon. A 6fr 45 cm sheath was used. The supera self expanding stent (ses) was deployed and when taking out the delivery catheter, the stent was still attached and came out of the patient with the catheter. There were no issues reported with the deployment mechanism. A new supera ses was deployed without issue. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was not returned with the delivery system. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the thumbslide was not retracted and the system lock was not locked prior to removal as instructed in the instruction for use resulting in the tip catching on the stent and pulling it out during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.